Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced the matrix drawer and configured the drawer in es. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system d5-bunny auxiliary drawer 6 failing. The customer stated that the malfunction was occurred when they trying to issue medication to patient but nurse could recover and pull meds. There were no adverse events or injuries reported based on this incident.